Manufacturer narrative:
The complaint device was not returned for investigation. No device malfunction was reported. Based on the review of the complaint and lot history record, no device non-conformance was observed. Uterine perforation is a well-recognized potential adverse event associated with diagnostic hysteroscopy and is adequately described in the aveta system user manual that states: "uterine perforation may result in possible injury to bowel, bladder, major blood vessels and ureter".

Event description:
It was reported that after cervical dilation, a uterine perforation was identified hysteroscopically while using aveta coral disposable hysteroscope. Hysteroscopy was aborted, the perforation was confirmed laparoscopically, with the uterine defect being addressed with application of a suture.